Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there were air bubbles in the gel, foreign matter in the tube(s) biological and non-biological and no label or missing label information. The following information was provided by the initial reporter. The customer stated: "the following issues were found in tubes: air bubbles ×72, fm in tube x5, fm in gel x18, defective marking x22, dirty cap x2, dirty tube x8."

Manufacturer narrative:
H6: investigation summary bd received fifty-four (54) samples and twelve (12) photos for investigation. The samples and photos were reviewed and the customer¿s indicated failure modes for gel bubble, foreign matter (fm), embedded foreign matter, damaged tube, and defective marking was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of gel bubble, fm, embedded fm, damaged tube, and defective marking. Bd was able to determine the root causes associated with the failure modes as: 1. The black fm in the tube is attributed to burnt silica. Additional housekeeping has been implemented in the tubes operation to mitigate foreign matter. Modifications have been made to the manufacturing line to catch loose fm to help mitigate this defect. 2. The scratched tube is attributed to an equipment jam prior to the tube evacuation process. There was incomplete purging of tubes affected by the jam. 3. The defective marking/printing on the tubes is attributed to a felt pad used for ink application dislodging from the labeling equipment. An incomplete line clearance did not cull all affected tubes. 4.gel air bubbles is attributed to introduction of air and inadequate purging during gel drum changes. Tools were implemented at the gel dispense area to help aid in identifying and eliminating gel defects. 5. The embedded fm (brown and black) in the tube occurred during the injection molding start-up process. There was an inadequate purging of the line. Bd has initiated further root cause investigation relating to the issue of gel bubble, foreign matter, embedded foreign matter, damaged tube, and defective marking through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there were air bubbles in the gel, foreign matter in the tube(s) biological and non-biological and no label or missing label information. The following information was provided by the initial reporter. The customer stated: "the following issues were found in tubes: air bubbles ×72 fm in tube x5 fm in gel x18 defective marking x22 dirty cap x2 dirty tube x8."